Event description:
It was reported that when the surgeon returned the rod inserter latch to the original position after holding the rod, it did not fasten enough. As a result, when inserting the rod into the muscle layer, the rod was pulled out inside the muscle. The surgeon retrieved the rod from the patient and used a different inserter. The patient had hematoma and muscle pain. Reportedly the patient had a longer hospital stay than normal.